Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had an excessive no delivery alarm. The customer's blood glucose level was 500 mg/dl. The customer was up set and before we could troubleshoot the pt disconnected the call. The customer stated that she didn't troubleshoot at that moment. No further info reported